Event description:
On (B)(6) 2023 patient with noted shortness of breath when sitting up altered mental status and constant low flow alarm on vad. Pt taken to hospital for further evaluation with noted vad flow 1.1 on admission; (B)(6) 2023 CT with noted constriction of outflow graft. Pt emergently take to the operating room where vad bend relief to outflow graft was excised with immediate release of gelatinous material and return of normal function of vad.